Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2025. The event occurred within three hours of insertion the insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. No further information was available.